Manufacturer narrative:
The insulin pump was received with no motor error alarms noted and the motor tested ok however noisy motor was noted during testing due to faulty motor also, no back light due to faulty electroluminescence panel on the lcd board. The insulin pump passed prime/a33, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump had cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose level was 429 mg/dl. Customer was unable to turn the light on the screen of their insulin pump. Troubleshooting for the motor error alarm was performed. Customer advised they had an x-ray done while wearing the insulin pump. Customer was able to perform the pump rewind process, pass the displacement test and pass the manual prime process. Customer advised they did not receive a motor error alarm. Customer advised they hear a ticking noise from the device and the light does not turn on during a bolus attempt. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.